Event description:
The mother reported that prior to the patient's previous replacement, once the battery depleted, the patient had an increase in seizures which required hospitalization. Per analysis of the explanted generator, it was at near-end-of-service condition and therefore was still supplying intended therapy upon explant. Analysis concluded that no anomalies existed with the generator and the near-end-of-service (neos) condition is an expected event. No additional relevant information has been received to date.